Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device internally dumped the energy after charging up to defibrillate the patient. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the reported malfunction was observed during review of the device data. However, the device was put through extensive testing including full functional testing with a focus on the charge and discharge function without duplicating a malfunction. During testing, the device was found to stall during charging for several seconds, but it cannot be firmly established that this is related to the malfunction. Despite the stall, the device was able to complete the charge and deliver the shock. The monitor board was replaced as a precaution. The event date was reported as (B)(6) 2020 however, during review of the device data, the recorded event on 7/31/2020 matches the description of the reported malfunction. The device was running on battery power and prompted the user with a battery calibration required? Message at the beginning of the event. The device performed 3 analyses, shock advised, that resulted in 1 successful charge/shock and 2 failed attempts due to defib charge failures. After the analyses, the user manually charged the device and delivered a second shock to the patient. There were no low battery warnings present during the charge failures. 4 minutes and 20 seconds later, the device prompts ?battery calibration required? And battery not in? Messages. The battery passed all testing. Internal inspection of the device found the battery receptacles to be slightly melted/worn, but it cannot be firmly established that the condition of the battery affected the usage. Due to the age of the battery, it was replaced. The device was re-certified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.